Event description:
It was reported the device was used in a laparoscopic cholecystetomy. It was reported the clip scissored across the systic duct. Clip was removed and the case was completed using another ees device and a competitor 5mm hemolock clip applier. There was no patient consequence.